Event description:
On (B)(6) 2025 the user reported a box of luer connectors that were defective with bent needles and could not be used to connect tubing to the ilet. The user discarded the defective units and used multiple-daily injections until replacements were received. No ems or hospitalization was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.